Event description:
Pt was undergoing a transurethral resection of bladder tumors. A resectoscope was placed into the urethra/bladder. After placement, the md noted that the tip of the sheath had broken off. The pieces were retrieved without injury to the pt.